Event description:
Breakage of the nail in 2 parts at the level of the lag screw, one year after implantation. The surgeon sent a letter indicating that after a minor traumatism, the pt felt pain and the x-rays showed breakage of the nail.